Event description:
It was reported that on the third last firing, noticed staples not formed correctly on patients side, inner most row next to cut line. Asked to look at cartridge and noticed damage to cartridge gst60g used with seamguard and plee60a. Asked surgeon to check staple line, observed a few staples not formed, but no bleeding and no intervention required. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch#: unknown. Investigation summary: this is an analysis of three photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show a green reload fully fired and the cartridge deck can be seen damaged. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2022. D4: batch # 720a92. Investigation summary: photos along with the device was returned for evaluation. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. In addition, two gst60g tyvek's were received. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This is an analysis of three photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show a green reload fully fired and the cartridge deck can be seen damaged. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.